Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had difficulty charging the ipg. Troubleshooting was unable to resolve the issue and the ipg became inoperable. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was replaced with a charge free ipg to address the issue.

Event description:
Additional information indicates that the ipg was still operable at the time of removal/replacement.

Manufacturer narrative:
Correction: b5. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.